Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this pacemaker exhibited premature battery depletion due to increased power consumption. Data analysis confirmed the power consumption is consistent with capacitor degradation due to exposure to hydrogen. This device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted due to premature battery depletion and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited premature battery depletion due to increased power consumption. Data analysis confirmed the power consumption is consistent with capacitor degradation due to exposure to hydrogen. This device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted due to premature battery depletion and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this pacemaker exhibited premature battery depletion due to increased power consumption. Data analysis confirmed the power consumption is consistent with capacitor degradation due to exposure to hydrogen. This device remains in service. No adverse patient effects were reported.